Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) would not communicate with several different programmers. The previous follow up visit occurred 14 months ago; no problems were noted at that time.